Manufacturer narrative:
Facility staff attributed the pt's symptoms to a possible dialyzer reaction. Pt has a history of dialyzer reactions with other dialyzers. Cartridge was discarded by facility staff and not available for eval. There is no evidence of a device malfunction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Cartridge is single use gamma sterilized. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
Approx 1-2 mins into the first routine hemodialysis treatment on the nxstage system one, the pt experienced a funny taste in mouth, increase in blood pressure and then pt complained of sob and crushing chest pain. Nitroglycerin 1/150 sl and o2 at 5l via nasal cannula were given with minimal relief. Treatment ended and blood was not rinsed back. Symptoms started to improve; 911 was called and pt transported to ed. Pt was evaluated and observed for about 4 hours and released to home; discharge diagnosis was acute allergic reaction. No other material intervention provided.